Event description:
It was reported that there was a lead warning on the right ventricular (rv) lead due to an abrupt increase in threshold. The rv lead also had oversensing and noise. The settings were reprogrammed and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.